Event description:
A nurse states that due to her use and exposure to latex gloves she has suffered the following symptoms: shortness of breath, rhinitis, respiratory problems, tightness in the chest, dizziness, tachycardia, swelling of eyelids and lips, skin rashes, hives, contact dermatitis, urticaria, extreme discomfort, depression and emotional distress.